Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomical location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an unknown procedure performed on an unknown date. It was reported that the clip fell off while coming out of the scope. No patient complications have been reported as a result of this event.